Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer used cold insulin when loading the cartridge. Multiple supply changes were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 241 mg/dl.